Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to retract the guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one 18ga accucath peripheral IV catheter assembly. No obvious usage residues were observed. The catheter was not returned for evaluation. The safety button was not depressed and the needle was extended and appeared unremarkable. The tip of the wire protruded from the needle tip. The wire coils appeared misaligned. Microscopic inspection of the sample confirmed that the guidewire tip coils were misaligned. A kink was observed and appeared to be the cause of the misalignment. The wire was intact. An attempt to withdraw the wire into the needle was unsuccessful. The wire caught at the kink site. The observed inability to retract the guidewire was caused by the kink in the guidewire within the coiled region. Such kinking can occur if the wire is manipulated and if insertion is attempted against resistance; however, no evidence was discovered that identified the cause of the kinking. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of recn2839 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire would not retract into the needle on a demo device. (B)(6) 2018 - returned wire is kinked with misaligned coils.